Event description:
Reporter indicated that error messages were received on a handheld when attempting to interrogate a packaged generator before surgery. Reporter then used a different handheld to complete the surgery and had no problems. Further attempts for info and product return are in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.